Event description:
It was reported that during the surgical procedure the tip of the monopolar curved scissors instrument burned a hole in the tip cover. No pt harm, adverse outcome or injury was reported.